Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the svo2 reading is way off on 4 chs. This was very obvious during a change of cardiohelp device in another hospital. The patient was scheduled for a transport from one hospital to the university hospital utrecht, on the ch the saturation was 73% and when we switched to our device the saturation was ----. Customer performed a new calibration in the docking position, but again with the same result ----. The calibration is even not possible. It was confirmed, that there are no exchanges of venous probes from one ch to another, so that is already excluded. A getinge field service technician (fst) was not on site for repair as the hospital reported that in the meantime the cardiohelp has been used on a patients without problems. The venous probes on all cardiohelps working fine as well. The affected venous probe (sn#(B)(6)) was exchanged with a ioaner on the ch#(B)(6)and returned to manufactured for further investigation. The venous probe was investigated by getinge life-cycle-engeneering on (B)(6) 2024 with the following result: tests showed that the venous probe has a significant error in the measurement of the oxygen saturation, which then leads to the display ¿----¿ % and an error message. Thus the reported failure could be confirmed due to a defective venous probe. The exact root cause of the defective venous probe could not be determined due to the age of the venous probe produced in 2012. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter 5.1 "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. According to the IFU of the cardiohelp, chapter 10 "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. 4 cardiohelp devices were reported ((B)(4)): the review of the non-conformities has been performed on 2024-02-21 for the period of 2015-06-15 till 2023-07-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "svo2 reading is way off on 4 chs" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The event occurred in the netherlands. The instance of time was not provided. It was reported that the svo2 reading is way off on 4 chs. This was very obvious during a change of cardiohelp device in another hospital. The patient was scheduled for a transport from one hospital to another university hospital utrecht, on the ch the saturation was 73% and when customer switched to our device the saturation was ----. Customer performed a new calibration in the docking position, but again with the same result ----. The calibration is even not posible. It was confirmed, that there are no exchanges of venous probes from one ch to another, so that is already excluded. No harm to any person has been reported. Complaint ID: (B)(4).